Event description:
Patient called doctor to state implantable pulse generator was completely depleted and had no charge for her deep brain stimulation lead, which resulted in more dystonia for patient. Patient taken into surgery. The depleted ipg was removed and a new one was placed.